Manufacturer narrative:
A ge service rep performed an on site investigation. The nodes were flashed and the cal files reloaded. The system was then found to be working as intended.

Event description:
The customer reported, the system displayed communication errors. No report of pt injury.